Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 600 mg/dl. Customer stated that the insulin pump received blank screen. It was unknown whether customer using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on electronics assembly. Unable to perform any tests due to blank display.